Manufacturer narrative:
(B)(4). The service engineer (se) updated the software of the device. The se also replaced the backlight inverter printed circuit board (pcb), backlight inverter cable, and color display cable. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's lower display was lighter than the upper display. The ventilator was not on a patient at the time of the event.